Event description:
On 06/16/2009, the pt reported that her infusion device began beeping every 20-30 minutes on (B)(6)/2009. She describes the beeps as "multiple soft beeps" 3 times in succession and the middle beep is higher pitched than the first or last. She confirmed that her infusion device was in the run mode and the current time, hour, and basal rate profile 2 were displayed on the screen. She stated that there are no errors or alerts displayed on the screen when the beeps sound and no buttons are pressed before or during the beeps. The alarm of the infusion device was not set and the automatic off feature was not activated. She stated that she is using the correct battery type and the battery was last changed 2 days ago. She placed a new battery in the infusion device and after several minutes the beep sounded. The pt confirmed that the beeps were being emitted from the infusion device and nothing else in the room. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.